Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and determined that the device was not functional; thus, it failed the fail power test. Therefore, the reported condition of the device running hot was not confirmed and as assignable root cause could not be determined. However, during evaluation, it was determined that the electronic control unit (ecu) contacts were corroded due to normal wear over time. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported that the small battery drive device was getting really hot while in use. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in the surgical procedure, or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.